Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 20-24x4.0mm, eccentric, de novo, with a >45 degree bend target lesion was located in the mildly calcified, proximal to mid left anterior descending artery. The lesion was treated with pre-dilation using a 4.0x15 emerge balloon catheter. A 4.00x24mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. After the device was removed from the patient's body, it was noticed that the stent struts were deformed. The procedure was then completed with another of the same device. There were no patient complications and the patient's status was stable.